Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an achilles tendon repair surgery, the twinfix anchor broke during implantation, the insertion site was cleared from all debris prior the insertion of the anchor. All the broken pieces were retrieved with tissue forceps and vacuum aspiration. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device in an additional bone hole. No patient complications were reported. The current status of the patient is good.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found labelling confirming the product identification information. The anchor appears to be fractured. The sutures in the image appear to be undamaged. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and it is fractured in the center. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details the broken pieces were retrieved from the patient. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.